Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the patient began noticing that they were no longer getting pain relief on the right side; so they had a return of pain.  It was noted that they were still getting therapy on the left side though.   The rep checked impedances and the results were normal.  Rep noted the pt has tonic coverage bilaterally.  The rep tried reprogramming the device to see if it would improve right side relief.  The pt reported on (B)(6) 2024 that they were still getting a lack of relief to the right side and had requested another reprogramming session.  The doctor was made aware of the request for reprogramming and the rep was waiting for the doctor to schedule the appointment.   No device issues reported. Additional information was received on may 15, 2024 that the patient had the leads removed and replaced on may 15, 2024 because the leads migrated. The facility discarded the leads, so they will not be returned for analysis. The issue was reported to be resolved after the lead replacement surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial (B)(6) : product type lead product ID 977a260 serial (B)(6) : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 15-jan-2028, UDI (B)(4) ; product ID: 977a260, serial (B)(6) , ubd: 20-feb-2028, UDI :(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.